Event description:
It was reported that a pir3-255 hypoint ndl 27ga1/2in sorted ir had foreign matter before use. The following was reported by the initial reporter: "a blackish foreign matter was attached to the tip of the needle."

Manufacturer narrative:
H.6. Investigation: batch record both of these two lots are produced in late december 2019. We scrutinized the manufacturing records, etc., but found no abnormalities. Sorting record lot no. 9325886 is 100% sorted by camera inspection machine and visual inspection (strict inspection) from early april to mid-april 2020 at the fukushima plant. In addition, lot no. 9325891 carries out the same 100% selection as above from the middle to the end of april 2020. We scrutinized the inspection records, etc., but found no abnormalities. Return sample since the size of foreign matter is thought to be about 0.1 to 0.2 mm2, the delivery specification hpn-hb07j rev.7 [5-1-1. It is considered to correspond to "foreign matter" (aql = 0.40)). When ft-ir analysis was performed, it was confirmed that the foreign matter in the needle shield had a spectral type and waveform characteristics similar to polypropylene resin. In addition, for foreign substances on the needle tube, we were able to confirm the spectral type and waveform characteristics similar to polydimethylsiloxane (silicone). Specific root cause could not be determined. H3 other text : see h.10.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-01-25. H6: investigation summary a device history review was conducted for lot numbers 9325886 and 9325891with no abnormalities found. It is considered to correspond to "foreign matter" (aql = 0.40)). When ft-ir analysis was performed, it was confirmed that the foreign matter in the needle shield had a spectral type and waveform characteristics similar to polypropylene resin. In addition, for foreign substances on the needle tube, we were able to confirm the spectral type and waveform characteristics similar to polydimethylsiloxane (silicone). Reported condition does not meet specification / reported condition is confirmed based on evidence provided (sample, photo, analysis report) and the reported condition does not meet bd customer specification. H3 other text : see h.10.

Event description:
It was reported that a pir3-255 hypoint ndl 27ga1/2in sorted ir had foreign matter before use. The following was reported by the initial reporter: "a blackish foreign matter was attached to the tip of the needle."

Manufacturer narrative:
"(B)(4). "Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9325886, medical device expiration date: 2024-11-30, device manufacture date: 2020-04-02, medical device lot #: 9325891, medical device expiration date: 2024-11-30, device manufacture date: 2020-04-13. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4)."

Event description:
It was reported that a pir3-255 hypoint ndl 27ga1/2in sorted ir had foreign matter before use. The following was reported by the initial reporter: "a blackish foreign matter was attached to the tip of the needle."